Event description:
It was reported that the patient's malleable penile prosthesis was removed because it was broken. The old device was removed and a pending distal erosion was corrected. Both cylinders of the old implant were broken in half and were in two pieces in each corpora. There were not further patient complications in relation to this event.